Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "capsular contracture baker grade unknown" against right device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4, g.2, g.4, h.4, h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Hematoma: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Deformation observed. No further actions are required as the device was implanted.

Event description:
Patient reported capsular contracture baker grade iii against right device. The device has been explanted.